Manufacturer narrative:
This report is submitted on july 22, 2021.

Event description:
Per the clinic, the patient was explanted (date unknown). Reason for the explant was unknown. It is unknown if the patient was re-implanted with another device.